Manufacturer narrative:
Investigation conclusion: the customer complaint that the pcu keypad required replacement for keypad failure was not confirmed due to the keypad functioning as intended. The keypad tested good and was tested three times for intermittency. Device inspection: external and internal inspection was performed on (qty 1 p/n tc10008389). During external inspection, the returned keypad was observed in good condition with no obvious issues observed. During internal inspection, the returned keypad was observed with a small sign of fluid ingress. Root cause analysis: the root cause of the customer complaint of a keypad failure was not determined. The returned keypad was thoroughly tested and no fault was found. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3: only a front case keypad assembly was provided for the investigation.

Event description:
It was reported that (1) pcu front case with keypad required replacement for keypad failure. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (1) pcu front case with keypad required replacement for unspecified keypad failure. Although requested there was no other information provided at this time.